Manufacturer narrative:
The mega suturecut needle driver instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure the mega suturecut needle driver instrument broke inside the patient. The surgeon was using the mega suturecut needle driver instrument during the procedure to close a hernia flap, and the instrument tip broke into pieces. He was able to retrieve the pieces and did an additional washout and survey of the abdomen to ensure all pieces were obtained. The instrument was replaced, and the procedure was completed as intended without any further issues.